Manufacturer narrative:
Unknown, because the lot number was not provided. This is not an implantable device. Device manufacture date: unknown, because the lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that before the insertion into the eye of an intraocular lens (iol), the surgeon noticed, under the microscope, a crack on the tip of the cartridge. A back-up lens was then loaded and implanted. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/03/2017. Device returned to manufacturer? Yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed viscoelastic residue inside the cartridge tube/tip and loading zone, indicating that the device was handled and prepared for surgical use. The cartridge tube was observed cracked (shaped hole). The tip section was not affected. One intraocular lens (iol) was observed stuck at the cartridge tube, near the loading zone. The lens haptics were observed at folded position. The condition of the complaint unit is consistent with a cartridge that was damaged by the contact of the metal rod tip of the hand piece during surgical process. The rod tip protruded through the cartridge tube creating a crack. The cartridge crack was verified but not at the tip. Manufacturing records review: the lot number is unknown; therefore the manufacturing records for the cartridge could not be reviewed. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states not to use the device if the cartridge tip is cracked or split prior to implantation. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.